Manufacturer narrative:
This report is for unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent a revision orthopedic surgery on (B)(6) 2019, due a non-union of a right distal femur fracture. During the revision surgery, the surgeon noted that three (3) out of the six (6) locking screws at the distal portion of the plate were broken below the screw head. The surgeon removed the head of the screws from the plate and the shaft of the screws were removed easily with bone nibblers from the patient's distal femur. Patient had initially been implanted with a less invasive stabilization system (liss) distal femur plate and 5.0mm locking screws on (B)(6) 2018. The implants were removed successfully. Patient outcome is unknown. Concomitant devices: 5.0mm stainless steel locking screws (part: unknown. Lot: unknown, quantity: 3), liss distal femur plate (part: 222.256s, lot: unknown, quantity: 1) this report is for three unknown locking screws. This is report 1 of 1 for (B)(4).